Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clip wouldn't form properly. It is unknown how the case was completed.